Manufacturer narrative:
Product investigation summary: the following device(s) were received: 3.5mm cortex screw, self-tapping (part 02.200.0xx) - qty: 3 heads and 2 shafts 2.7mm cortex screw, self-tapping (part 208.8xx) - qty: 2 heads and 1 shaft. The relevant drawing was reviewed with no drawing issues or discrepancies noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in numerous technique guides. The 2.7mm cortex screws are available in many systems and are used in a variety of locations throughout the body. The relevant drawing for the 3.5mm device(s) was reviewed with no drawing issues or discrepancies noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Wear from four (4) years of implantation likely weakened the screws; then, the force required to unscrew them caused the screws to break. No design root cause was identified during the investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for three unknown 3.5mm stardrive cortical screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 02.200.0xx provided. Unknown date over four years ago. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw heads broke off of three (3) 3.5mm stardrive cortical screws and two (2) 2.7mm cortex screws during a planned distal tibia hardware removal on (B)(6) 2015. It was noted that all hardware was intact before the removal. The original distal tibia repair procedure was performed over four years ago. As the surgeon attempted to remove three (3) 3.5mm stardrive cortical screws and two (2) 2.7mm cortex screws, the heads broke off. All fragments were retrieved; this was confirmed by routine x-ray. Other removed hardware included an anterolateral distal tibia plate and an unknown quantity of other screws, all of which were intact. There was a reported approximate fifteen to thirty (15-30) minute surgical delay. The procedure was successfully completed with no patient harm and without further incident. This report is for three unknown 3.5mm stardrive cortical screws. This is report 2 of 2 for (B)(4).